Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: desire to remove old breast prostheses. Bilateral rupture was discovered during explantation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with mentor memorygel breast implant 400cc gel breast prostheses that bilaterally ruptured after implantation. Bilateral rupture was observed during explantation surgery performed on (B)(6) 2019. The patient did not receive any replacements for her explanted prostheses. The explanted devices were discarded post-explantation. This medwatch report is for the left breast prosthesis.